Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and inappropriate sensing. Upon opening of the pocket, the physician reported that there was also an infection. No additional adverse patient effects were reported.